Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the after the preloaded monofocal intraocular lenses (iol) were implanted, the patient reported having an "allergic reaction" in both eyes due to the acrylic iol. The patient is now experiencing blepharitis and is taking moxifloxacin ophthalmic solution antibiotic eye drops, which is usually used once every 6 months, but currently four times a year because the patient feels that the iols are causing a "break out" more often. The patient reported that the moxifloxacin antibiotic eye drops were the only medicine that the patient was able to use to "cure" the blepharitis, which the patient feels is caused from an allergic reaction to the acrylic iols. No additional medical or surgical intervention has been performed for the "allergic reaction", as the surgeon believes that the blepharitis is an irritation and dry eye, not an allergic reaction. The patient has never had blepharitis or dry eye prior to cataract surgery in either eye. The patient has a known to allergy to acrylic clothing, in which the patient will break out in hives and contact dermatitis if acrylic clothing is worn. The patient began to experience lots of large floaters in both eyes two weeks after the cataract surgery was performed. The surgeon informed that patient that the floaters would eventually fall down out of sight after several months. However, after six months, the floaters increased in size and increased in number in both eyes. The surgeon finally decided to perform an unplanned vitrectomy in each eye due to the floaters impairing the patient's vision. After the vitrectomy, the patient reports no longer having large floaters in both eyes, and the vision is no longer impaired by the floaters. The patient is seeking additional opinions from other surgeons for options and to possibly have the iols removed. However, it was noted that there is a risk of retinal tear if the lenses are removed, as the patient's "body has grown over the implants". No further information was provided. This report is to capture the patient's right eye event. A separate report is being submitted to capture the left eye event.